Event description:
It was reported to boston scientific corporation that after completing four ablations (liver tumor, larger than 5 cm, with a leveen coaccess electrode system device, the needle could not be removed from the introducer "despite lots of manipulation, cleaning and soaking with saline". According to the complainant, the device was replaced with another leveen coaccess electrode system device to complete the procedure. There were no patient complications associated with the event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.